Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Previous medwatch submission noted capsular contracture, baker grade unknown. Healthcare professional later reported baker grade ii. Upon further information, allergan has determined that the event of capsular contracture, baker grade ii is not serious and not reportable to the FDA.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2201, continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, granuloma, capsular contracture, baker grade unknown and rupture.

Event description:
Healthcare professional reported left side rupture, capsular contracture, baker grade unknown, ¿some dimensionally increased lymph nodes in the left axillary cavity, with thickened cortical" via MRI and ¿lipophagic granulomatous inflammation,¿ "periprosthetic capsule fibrosis" via histological examination. Healthcare professional later specified capsular contracture, baker grade ii. The device has been explanted and replaced with a non-allergan device.